Event description:
It was reported by exactech (B)(6) that they had a broken instrument that they wanted replaced. The device was received on 9/30/2019. Attempts were made to request additional information from the rep, and a response was received. Per the rep, the event was reported by a warehouse worker. They do not know which hospital it occurred in. The broken part was received in the warehouse from a loaner set and it was a new part. The agent does not have the exact event date. No parts/pieces fell into the surgical site or were left in the patient. There was no delay or injury/clinical consequence/adverse event to the patient. There is no reported patient adverse event. The fractured device can allow pieces to fall into/near surgical sites. There is no other information about the device from the contacts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: age or date of birth, sex, weight, ethnicity, and race. Findings: the reported fractured impactor face appears consistent with material degradation due to normal use and subsequent sterilization cycles. Most likely underlying cause: based on similar previous complaint investigations, the fractured impactor face reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The fractured device can allow pieces to fall into/near surgical sites. An investigation was conducted: based on similar previous complaint investigations, the fractured impactor face reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles.